Event description:
The euipment was utilized in an attempt to administer pacing therapy to the patient, as a last ditch effort at resuscitation. Reportedly, pacing could not be initiated when the pacer button was pressed. The reporter indicated the patient outcome was not affected by the reported discrepancy, as the patient was not a viable condidate for resuscitation.